Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The field service engineer found that the pinch valve tubing was worn and the electrodes needed conditioning. They replaced the pinch valve tubing and conditioned the electrodes as needed. Ise checks were run with acceptable results. The customer ran the necessary calibrations and qc which had acceptable results. The investigation is ongoing.

Event description:
The initial reporter complained of questionable ise indirect na+ for gen.2 results for 3 patient samples on a cobas 8000 cobas ise module analyzer. The customer stated they received low qc results and tried replacing the electrodes. It was then alleged that they had low patient results on (B)(6) 2021. The event date range was (B)(6) 2021. Patient 1: the initial result was 132 mmol/l and the sample was repeated on another cobas 8000 with a result of 138 mmol/l. The repeat results were believed to be correct. No questionable results were reported outside the laboratory. On (B)(6) 2021 patient sample ID (B)(6). The initial result was 133 mmol/l and the sample was repeated on another cobas 8000 with a result of 141 mmol/l. The repeat results were believed to be correct. The results were reported outside the laboratory. On (B)(6) 2021 patient sample ID (B)(6): the initial result was 126 mmol/l and the sample was repeated on another cobas 8000 with a result of 132mmol/l. The repeat results were believed to be correct. The results were reported outside the laboratory. The electrode lot number and expiration dates were asked for but not provided.

Manufacturer narrative:
The field service engineer found the dilution vessel was cracked and replaced it. The customer ran calibrations and qc that were within the acceptable ranges. The field service engineer performed ise checks and precision that were within specification. The investigation determined the service actions resolved the issue.